Manufacturer narrative:
The technician found the latching assembly was worn. The technician replace the siderail to repair the bed.

Event description:
Information received indicates the right head siderail will not latch and hold the siderail in the raised position.